Event description:
Shortly after the balloon of the cryoablation catheter was inflated and a test freeze performed, the patient showed st elevation on surface ECG. This resolved shortly after and a full freeze was performed in the left superior vein. At the conclusion of the freeze, more st elevation was recorded. The cryoablation catheter was then removed but the sheath remained in the la being flushed at 100ml/hr. The st elevation seemed to then "come and go" over a period of 5 minutes. The st elevation was at times quite marked. Sheath removed from left side and an echo and a coronary angiogram was performed. Echo was normal. In angiogram, flow was slow but arteries appeared normal. Patient was then woken to check for neurological symptoms but none were observed. The patient was then reinduced and the procedure continued with new catheter and sheath, new flush lines and infusion pump. While changing fluid bag for flush and aspirating sheath more st elevation was seen. When the second sheath was removed to right atrium and aspirated, bubbles appeared in side arm of the sheath.

Manufacturer narrative:
There were two flexcath steerable sheaths used during this procedure. The device evaluation results for one of the two sheaths is included below. For device evaluation results for the other sheath refer to report 3002648230-2012-00082. The returned device was visually inspected and functionally tested. Visual inspection showed that the shaft was intact with no apparent issues. The reported issue has been confirmed through testing; air aspiration was reproduced when a catheter was introduced through the sheath. Dissection showed that the hemostatic valve was leaking, the valve was torn. A field action was initiated in july 2011 to communicate to physicians and regulatory authorities this potential leak in hemostatic valve of medtronic cryocath flexcath 12 steerable sheaths.